Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be supplier related. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. The safety mechanism was not engaged. A white material was observed in the luer hub. A microscopic observation revealed the white material appears to be a piece of plastic that was likely chipped from the dust cap. A small damage on the stem of the dust cap was observed. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and a corrective action has been implemented. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer on (B)(6) 2025, a small white plastic debris on inside of port connection piece noted while connecting port to microclave clear. There was no effect to patient, detected was identified before use or does not touch patient. No further information provided.